Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure outside the patient, the handle on the ligating unit "did not feel normal". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap for analysis. The ligator head was not returned. It was noticed that the crimp was present on the trip wire and was retracted into the handle post. Analysis of the returned device found that the handle was not broken. A visual examination of the handle bracket found it to be damaged by the trip wire; as the handle was forcefully rotated with the trip wire caught between the handle knob and handle bracket. The suture was intact and attached to the trip wire loop. There is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure outside the patient, the handle on the ligating unit "did not feel normal". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.